Manufacturer narrative:
Product not received by manufacturer.

Event description:
It was reported that the abutment screw (iunihg) was broken off in the patient's mouth.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed screw it is recommended to torque at 20ncm. Complaint indicates screw fracture. The alleged event was non-verifiable with the information provided. A root cause for the complaint could not be determined.